Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called in to report high blood glucose levels and a blank display. The customer's blood glucose level was 320 mg/dl. The customer reported frequent urination as a symptom. The customer had only treated with the insulin pump. The customer completed most troubleshooting and did not find any anomalies. The customer declined to perform the high pressure test. The customer had already changed everything out and it was working properly. The customer was advised to call back if problems persisted. Nothing was replaced or returned for analysis.